Event description:
Customer reported receiving an inaccurate reading on his freestyle freedom blood glucose meter. The adc meter reading obtained was 120 mg/dl and compared to the laboratory result of 440 mg/dl. When plotting the results on a parkes error grid, the meter result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. No further investigation is necessary.